Event description:
It was reported that the attachment was leaking a black fluid during a procedure. The pt had no contact with the leaking fluid, no medical intervention was required. There was no injury to the user or pt, and no adverse consequences were alleged.

Manufacturer narrative:
The device was rec'd by the MFR and an initial investigation was conducted and submitted to the quality engineer for further analysis. A f/u report will be submitted when the final investigation is complete.